Event description:
According to the reporter, during the setup phase of a procedure, the adapter was not recognized when connected to the handle, despite 38 remaining uses. The adapter was replaced to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that the proximal flex cable was damaged.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown); sigpshell, sig power sigpshell control shell (lot#: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned adapter noted no abnormalities. Functional testing noted that the blue unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 36 of 50 procedures remaining. The adapter was connected to a clamshell and handle running v29.6 software and the device calibrated correctly. A smart reload was attached to the adapter but was unable to be recognized. The adapter was then disassembled and it was determined that the proximal flex cable was damaged. It was reported that the adapter was not recognized. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of proximal flex cable tear. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.